Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage-battery compartment w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015, product analysis: the device was returned and evaluated by product analysis on 07/17/2015 with the following findings: three battery compartment cracks were observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. No damage or defect was observed on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.